Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs8gyl1 hardware: sm-s901u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158

Event description:
The patient¿s spouse reported that the patient experienced sustained hyperglycemia beginning the night of (B)(6) 2026, while wearing the omnipod 5 system. Blood glucose level readings displayed as ¿high,¿ indicating blood glucose levels greater than 400 mg/dl. The pod had been worn on the abdomen for approximately 4-24 hours at the time the elevated blood glucose levels developed. The patient reportedly wears pods exclusively on the abdomen, and the active pod had been placed in an abdominal area not previously used. The spouse reported that the patient changed pods three times within approximately 12-14 hours without improvement in blood glucose levels, despite administration of multiple boluses. No alarms or alerts were reported. Cannula insertion into the skin was confirmed, with no redness, swelling, pain, or insulin leakage observed at the infusion site. The pod had not been removed at the time of initial contact; therefore, the cannula condition could not be assessed. The patient experienced nausea and vomiting. The spouse subsequently reported that the patient was taken to the emergency department on january 9, 2026, and the patient was hospitalized for two days. During the hospital evaluation, blood glucose levels were measured at approximately 500 mg/dl. Hospital evaluation included ketone testing, which identified trace ketones, and no diagnosis of dka was reported. Reported diagnoses included covid-19, dehydration, and elevated blood glucose levels with trace ketones. Treatment provided included intravenous fluids and insulin therapy, and the patient was discharged on (B)(6) 2026.